Event description:
A pasv port was placed for therapeutic purpose on 11/2004. Some leaking was noticed initially on 01/2005, but the physician was unable to identify where the leaks was coming from and leak appeared to stop. In 2005, leaking was noticed from the septum. The port was replaced.